Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a sensor failure due to high counts aberration was found in connection with the reported allegation. No injury or medical intervention was reported.

Event description:
Subsequent to the initial report, a supplemental is needed for a correction to h6.

Manufacturer narrative:
(B)(4)